Event description:
It was reported that this right ventricular (rv) lead exhibited sensing issues and high capture thresholds. The physician opted to perform a lead revision and repositioned the lead. No additional adverse patient effects were reported. At this time, this lead remains in service.